Event description:
When physician used probe, we noticed saline leaking from antenna. We removed the antenna and tried a second identical antenna from a different lot number and it failed too. Same event, second device.